Event description:
The customer contacted stryker to report that their device alarmed and stopped during intervention on a patient. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. The technician observed the physical damage to the connector on the compression module and damage on the port it plugs into on the protective pcb assembly. It was concluded that the device can not be repaired. The device was returned to the customer unrepaired by their request with the note that the device is not for use.